Event description:
It was reported that there was a high ultrafiltration after the patient was treated with dialysis using an ak 96 dialysis machine. The high ultrafiltration was noticed after the patient disconnected from the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10 h10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. Visual inspection of the machine was not reported. The on-site technician verified the reported problem; however, no information was provided if the technician duplicated the reverse uf event. Troubleshooting was performed and the on-site technician replaced the four electric valves (zeva, riva, tava, and diva), a variable flow, uf module, pressure sensor, flow pump motor, and the degassing chamber. The pressure sensor was replaced due to alarm c cofb 088 122 (control venous pressure transducer and protective venous) activation. There was no information provided suggesting any defect or malfunction caused or contributed to the reported event. No definitive conclusion can be reached; if the machine malfunctioned, an incorrect weight/calculation error occurred, or inaccurate food/drink intake/outtake was recorded. The reported condition was verified. As the machine remained on-site, no further testing could be performed. Therefore, a more comprehensive device analysis could not be completed. The machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.